Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a patient alert was triggered. Upon interrogation there was high impedance, an apparent lead fracture, and no capture on the left ventricular lead. Upon x-ray examination it was determined that the helix was detached from the lead body. The lead was extracted and replaced. The helix remains in the patient. No further patient complications were reported as a result of this event.